Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down keypad dome. The keypad connector was found close properly during our visual inspection. The currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would not rewind. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The pump was found to not exit the rewind complete bolus delivery loop and complete the fill tubing process successfully. The customer was advised the pump would be replaced and returned for analysis.